Event description:
It was reported that while the urologist was inserting a brachytherapy needle in the patient, he hit the pubic arch. He started retracting the needle and said he felt a "pop". He continued removing the needle and found that the needle and broken and part of it remained in the patient. The dosimetrist checked the needle and found that in the part of the needle that was removed there was only one seed. Since the needle originally contained 5 seeds, the customer concluded that 4 seeds remained in the patient. The estimated length of the needle remaining in the patient is 3.5 to 4.5 cm. The procedure was aborted without any other seeds being implanted. The urologist performed a cystoscopy and a dre, both of which showed no evidence of the needle. A c-arm x-ray was performed showing the needle in the patient's prostate. The needle remaining in the patient was not immediately removed. The dosimetrist was unsure if there were plans to remove the needle. The radiation oncologist stated that they would wait for the I-125 seeds to decay for 60-120 days and then start external beam radiation to treat the patient.

Manufacturer narrative:
A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported problem. The sample was evaluated and measured 6.047". The cannula length per specification is 7.874"+/-0.020". The length of the cannula of the complaint sample was found out of specification due to the broken condition of the sample. Since the broken piece of the needle remains in the patient, it is unknown the actual size of the remaining piece. A previous study found that excessive force (>6 lbs.) Was required to be applied to the cannula above what is normally experienced (1 to 2 lbs.) In the procedure for breakage to result. An analysis of the labeling found the following: caution - needles are not intended to penetrate bone. If resistance is encountered, verify needle position. Do not push into bone; this may cause needle to bend or break. Replace needle if cannula, or point, is damaged. (B)(4).